Event description:
It was reported that, "before implanting, dr. Noticed a scratch on the proximal portion of the stem just below the trunion and slightly lateral. As he examined the scratch, he used a hemostat to lightly drag across the scratch and determined the scratch was on the surface only and not below the surface. He said that it should be fine and went forward with implanting the stem. We did have another stem option available for him to use but was fine with using this one. I'm sure that the stem came this way because the stem came directly from the packaging to dr hands."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.